Event description:
Philips received a complaint on the v60 ventilator indicating that the unit would not go into service mode. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device had been upgraded to the 2nd generation liquid crystal display (lcd) and would not enter standby mode now. The rse advised the customer that the likely failure was the switch printed circuit board assembly (pcba) and provided the customer with the part information for the switch pcba. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.